Event description:
During a gi procedure a pre-placed rosen curved guide wire fractured requiring immediate ir intervention to control bleeding and follow-up gi procedure to remove retained wire fragments. FDA safety report ID # (B)(4).